Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine sulfate [30 mg/ml] at a dose of 19.990 mg/day and bupivacaine [0.3 mg/ml] at a dose of 0.199 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on 2017-may-09 that at the patient¿s prior replacement on (B)(6) 2010 the priming bolus was not programmed correctly and the drug did not get to the tip of the catheter so the patient experienced withdrawal due to the break in the therapy. This was considered a sudden change in therapy/symptoms. It was noted that the patient was upset by this and the representative wanted to ensure that it did not occur again during the replacement today. It was indicated that this was an other priming bolus error and that there were no issues with the current pump which was being replaced due to elective replacement indicator (eri) with no relation to a therapy or device complaint. No further complications were reported or anticipated.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the patient reported to the healthcare professional (hcp) who in turn notified the representative prior to the case on (B)(6) 2017. It was specified that the representative became aware of the event on (B)(6) 2017. It was noted that there was never a confirmation that a priming bolus error occurred and that the patient complained that they went into withdrawal after their previous pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.